Manufacturer narrative:
Suspect medical device - corrected lot number: a139845. Device available for evaluation. Device evaluated anticipated, not yet begun a supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Pipeline flex w/shield technology. (B)(4). The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the internal carotid artery the proximal end of the device did not open. It was reported that the distal end of the device was deployed with good wall apposition. The device was resheathed approximately three times to encourage opening of the proximal end of the device without success. It was further reported that the device looked "narrow" despite attempts made to reposition and redeploy. The device was removed and another device wad delivered successfully. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. As received the device was found to be fully open, with damaged braid at both ends. The customer¿s clinical observation could not be confirmed; however the damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. Per our instructions for use (IFU): ¿resheathing the pipeline¿ flex embolization device with shield technology¿ more than 2 full cycles may cause damage to the distal or proximal ends of the braid. ¿ all products are 100% inspected for damage and irregularities during manufacture. D. Suspect medical device = pipeline flex with shield model = ped2-350-20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.